Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the physician placed the catheter femorally and the catheter was inserted 4cm deep. On the second day post op, it was their protocol to turn off the epidural pump they were using at 6:00 a.m. In the early afternoon, the anesthesiologist encountered difficulty when removing the catheter. The patient was experiencing paresthesia. The patient was taken to interventional radiology to examine the catheter under fluoroscopy and discovered the tip of the catheter was kinked at a 90 degree angle around a nerve. They attempted to use a spring wire guide (swg) to remove the catheter. Although it helped to straighten the catheter, they could not remove it. They decided to remove the catheter surgically the next day. The surgeon removed the catheter easily on the third day post op. There was no delay in treatment, no patient death and no patient complications were reported. The patient outcome was fine.